Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was reported that there was a hole in the tubing which was the likely cause of the leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line of a homechoice cassette was cracked and leaked. This was noted during drain one of four of peritoneal dialysis. The technical services representative reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.